Event description:
Additional information: it was reported that the patient went into a courthouse and her device was "set off as she received a jolt." The event happened "a long time ago," but no specific dates were given. It was also reported the patient had a spinal fusion surgery in her l4-l5 (lumbar) area 3.5 weeks ago. The patient was going to have to wear a bone growth stimulator device for 6-9 months. It was reported that she was going to turn the spinal cord stimulator device "down to zero and off" while using the bone growth stimulator.

Event description:
It was reported that the patient experienced pain in her back that started in (B)(6) 2012 after the patient came off her pain meds. The patient reported her implantable neurostimulator (ins) provided 75% pain relief to her left leg and knee. Reprogramming was attempted to reach the back pain but the leads are "too low" and stimulation wouldn't reach the affected area. The patient noted she had been bedridden since the pain started in (B)(6). The patient also reported that she needed an MRI to diagnose a degenerative disc disease or degenerative arthritis. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product type lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37743fa lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3708120 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product type extension product ID 3708120 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product type extension. (B)(4).

Manufacturer narrative:
(B)(4).